Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as surgical damage. ¿ particles in valve: not observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported deflation. Physician later reported capsular contracture, baker grade I, and "particles in valve." Record is for left side. Device has been explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade I and "particles in valve." The device has been explanted and replaced.